Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away in the hospital. The customer was hospitalized on (B)(6) 2013. The cause of death is unknown.the caller did not know the customer's blood glucose at the time of death. The caller did not know if the customer was wearing the insulin pump at the time of death. The caller did not know if the customer had used sensors. The caller stated that the customer was hospitalized for high blood glucose. The caller declined returning the insulin pump.